Event description:
The customer reported that the pt noticed a red "x" in the companion external battery's #2 slot. The pt and the nurse reported that the battery seemed to be draining more quickly in this driver than in the previous driver and that the fit of the battery into the battery slot was not as secure. This alleged failure mode poses a low risk to the pt because the reported issue would not prevent a companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant sources of power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.